Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID (B)(4).

Event description:
The viperwire advance guide wire was advanced through the lesion and positioned in a branch artery. Using a diamondback 360 coronary orbital atherectomy device (oad), two treatments were performed proximal to distal in the 90% stenosed, heavily calcified, 3.0mm mid left anterior descending (lad) artery on low speed and one on high speed. The oad was advanced over the guide wire, and the physician observed the guide wire unravel. Upon removal of the oad from the patient, it was noticed that the guide wire had fractured, and the tip remained in vivo. Two additional wires were advanced into the vessel distal to the fragment in an unsuccessful attempt to remove the fragment. A chronic total occlusion wire perforated the vessel. The additional wires inserted to remove the fragment were then removed. A non-csi balloon was advanced through the lesion to tamponade the vessel. The balloon was inflated to 25 atmospheres and burst. Two stents were then placed, entrapping the fragment. Multiple unsuccessful attempts were made with a balloon to seal the vessel. A covered stent was then placed, and the perforation was sealed. An echocardiogram was performed to evaluate the pericardium, which revealed no issues. The procedure was completed, and the patient was placed in the ICU for evaluation overnight. Following the procedure, the patient was in stable condition.